Event description:
When I began using (B)(6) aligners at the end of (B)(6) 2020, I began experiencing dry mouth. This had not been indicated as a potential risk to the treatment (in fact, no risks were disclosed or discussed). I did find on one of their blog pages that dry mouth was an expected side effect and the solution was to drink lots of water. I ended up experiencing dry mouth throughout the 4 month treatment plan. I expected the problem to subside when I moved to nighttime-only retainers at the beginning of (B)(6) 2020, but the problem continued unabated. It was both very uncomfortable and painful, resulting in cracked swollen lips, an abraded tongue due to lack of lubrication, and gum soreness, as well as pain while eating. After a month I discontinued the retainers, but even after 2 months without them I am still suffering from the effects, with no sign of improvement. I went to my dentist, who advised specialized mouthwash and a number of tips, but to date I am still miserable. FDA safety report ID# (B)(4).